Event description:
The account observed false elevated alinity I free t4 on a patient that repeated lower. On (B)(6) 2025, the sid (B)(6) (19-year-old female, india ethnicity) generated 1.53 ng/dl but repeated 1.19 ng/dl. A new sample from the patient generated 1.06 ng/dl. Lab normal range is 0.70 to 1.48 ng/dl. No patient gender, race was provided. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 68901ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68901ud00. However, testing was performed utilizing retained kits of lot 68901ud00. All testing passed indicating the reagent lots are performing as expected. Device history review did not identify any non-conformances or deviations with the complaint list number. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68901ud00 was identified.

Manufacturer narrative:
Section a1 patient identifier character length was exceeded, the full character length patient identifier is (B)(6). No patient gender and race was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account observed false elevated alinity I free t4 on a patient that repeated lower. On (B)(6) 2025, the sid: (B)(6) (19-year-old female, india ethnicity) generated 1.53 ng/dl but repeated 1.19 ng/dl. A new sample from the patient generated 1.06 ng/dl. Lab normal range is 0.70 to 1.48 ng/dl. No patient gender, race was provided. No impact to patient management was reported.